Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter and no issues were observed. Batteries were inserted into the meter. Flashing indicator lights were observed. The observed flashing lights indicate that it did not impact meter's ability to power on. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.